Manufacturer narrative:
According to the facility on 10/21/23 the patient needed to be reintubated as the endotracheal tube was noted to have a leak and the cuff was unable to retain air. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 10/21/23 the patient needed to be reintubated as the endotracheal tube was noted to have a leak and the cuff was unable to retain air.